Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had a loss of stimulation and return of symptoms. The patient was in pain so she went into the doctor¿s office to get an injection of medication and didn¿t realize that the injection was right where the stimulator is. Stimulation stopped for two to three days after the injection and then the patient started having a return of bad pain and was in discomfort that was worse than when she saw the doctor. This was when the patient realized that the injection must have affected the stimulator. The patient thought at first the pain was just general pain that she had but realized that it was something else when it got worse. It was noted that the patient had lost the programmer but that she would continue to look for the device. The patient was to follow-up with a healthcare provider and asked if a manufacturer representative could check the device. The general pain that caused the patient to go in for the injection began in 2016, the patient thought in (B)(6). The loss of stimulation began in 2016, over a month prior to (B)(6) 2016. The return of bad pain began in (B)(6) 2016, two or three weeks prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.